Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00695, 0001822565-2018-00696, 0001822565-2018-00691, 0001822565-2018-00692. Concomitant medical products: stem, unknown part/lot, liner, unknown part/lot, femoral head, unknown part/lot, screw, unknown part/lot. Foreign: (B)(6). Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised due to acute failure of polyethylene with metal on metal. Intraoperatively, black staining of tissues and cup deformity were identified. The surgeon was unable to completely remove one of the acetabular cup screws and reamed it flush with the patient bone. No further information has been made available at this time.